Event description:
Hardware originally implanted in 2005 for a scoliosis correction. In 2006, it was noted one of the cap nuts was loose. Due to some loss of correction a second surgery was performed.